Event description:
The customer states that they observed a reproducibility problem when a patient sample was tested using the architect i2000 analyzer when using the architect bhcg assay. The customer provided the following results. Initial test: 42miu/ml, repeat test: 2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.